Manufacturer narrative:
Since the literature described "flexible bronchoscope channel 2 mm", olympus selected "bf-p190" as a representative product. The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "can cryobiopsy of lung be the way forward for diagnosis of pediatric interstitial lung disease?" This prospective observational single-center study was aimed to evaluate utility, clinical efficacy and safety of cryolung biopsy in pediatric population. Nine children were included in the study. Fifty-five percent of the cryobiopsy samples were collected from the left lower lobe and 45% were collected from the right lower lobe. Diagnostic yield was achieved in 100% of cases. The most common diagnosis was pulmonary alveolar proteinosis. Complications were mainly very minimal bleeding requiring no intervention with one case having an intra-procedural complication of pneumothorax which required chest drain insertion. This study concluded that cryobiopsy of lung tissue seems to be a reasonable and safe alternative with good diagnostic yield in pediatric interstitial lung disease. This novel technique in the right hands can reduce the morbidity and mortality associated with open lung biopsy (olb) or video assisted thoracic surgery (vats) and improve diagnostic yield by sampling the involved subsegment. Type of adverse events/number of patients: bleeding unknown number of patients. Pneumothorax - 1 patient. There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to e4 and g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.